Event description:
The following was reported to gore: on (B)(6) 2026, patient underwent an endovascular procedure to treat a left common iliac artery aneurysm utilizing a gore® excluder® aaa endoprosthesis (trunk ipsilateral leg c3 and aortic extender). Reportedly, during device preparation, the scrub nurse opened the aortic extender device onto the sterile setup and during that preparation, found a 1 - 1.5 cm separation of the stent graft from the delivery catheter albeit still held on by a thread. No damage was noted to the olive tip. The yellow packing cover over the graft was still in situ when this was found and concern was that this would snap with the removal of the yellow protective cap along with that the graft would be loose once the yellow protective cap was removed. Device was assumed faulty and therefore not implanted as physician suspected it to be a manufacturing fault. Patient was left with the type 1a endoleak and is being brought back for reintervention procedure on (B)(6) 2026 for insertion of an aortic extender as no spare device was available onsite during the initial procedure. On (B)(6) 2026, patient underwent successful reintervention procedure to treat the type 1a endoleak with same size aortic extender and final angio run showed the resolved endoleak with patient reported stable at end of procedure.

Manufacturer narrative:
H6: code c19 - a review of the manufacturing records indicated the lot met all pre-release specifications. H6: code b20 -the device remains implanted and was therefore not available for engineering evaluation by gore. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may have not been able to fully investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.